Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of discordant elevated advia centaur cp ca 19-9 (ca19-9) lot 535 results that were lower upon retesting with lot 537. The assay intended use section of the instructions for use (IFU) states, "for in vitro diagnostic use in the quantitative, serial determination of ca 19-9 in human serum and to aid in the management of patients with gi carcinoma using the advia centaur® xp and advia centaur® xpt systems. The test is intended for use as an aid in monitoring patients previously treated for gi cancer. Serial testing for ca 19-9 in the serum of patients who are clinically free of disease should be used in conjunction with other clinical methods used for the early detection of cancer recurrence. The test is also intended for use as an aid in the management of gi cancer patients with metastatic disease by monitoring the progression or regression of disease in response to treatment." The interpretation of results section of the IFU states, "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer obtained repeat elevated results on a patient sample that was tested with ca 19-9, reagent lot 535, on an advia centaur cp instrument. The customer tested the same sample with an alternate test method (roche) and result was also elevated. These elevated results were discordant relative to a lower result obtained when retesting the sample with a different ca 19-9 reagent lot (537). The lower result was considered correct and reported to the physician. The elevated discordant results were not reported. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.

Manufacturer narrative:
Siemens filed MDR 1219913-2024-00357 initial report on 03-jul-2024. Siemens investigation confirmed an average positive bias of 56.4% with a sample population from the asia pacific region and atellica im and advia centaur 19-9 assay kit lots ending in 535 as compared to previous lots. However, the investigation did not confirm quality control results outside of range. Urgent medical device correction (umdc) aimc 24-14.a.us and urgent field safety notice (ufsn) aimc 24-14.a.ous were distributed to customers who have received the affected product to notify them of the bias. The communication advised customers to discontinue use of the affected product. Note: in section h6, codes for investigation findings and investigation conclusions were updated.